Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation), h11

Event description:
N/a

Manufacturer narrative:
Due to characterization limit e1: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the customer that the intra-aortic balloon (iab) device had gas loss alarm. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Product was not returned so an exact cause of the issue could not be identified. However, based on our investigation, a gas loss can occur due to one or more of the following probable causes: causes of gas loss in iab circuit: 1. Leak, blood in catheter, balloon, extender tubing. 2. Kinks and or occlusions in the iab.

Event description:
N/a.